Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with high pacing impedance on the right atrial lead. The lead was extracted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.